Event description:
It was reported that a minimum fill notification occurred after the user reloaded the cartridge onto the pump with 80 units of insulin. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg.